Event description:
On (B)(6) 2024 a beta bionics territory business manager (tbm) was notified by a pediatric healthcare provider (hcp) that an ilet user was hospitalized due to a diabetic ketoacidosis (dka) event. The event occurred on (B)(6) 2024. The tbm reported the initial purpose of the call with the hcp was to discuss ilet alerts. The hcp then provided the information that one of their pediatric patients was hospitalized on (B)(6) 2024 after going into dka because the user ran out of insulin. That was the extent of the information the hcp could provide. The hcp did not have any other context regarding any circumstances that led up to this event. Additionally, the hcp wanted to first wait to get permission from the user's father before providing any other patient identifying information. The name of the user and the ilet serial number was not provided. The hcp did not request any contact from beta bionics. The tbm provided the hcp with a beta bionic clinical diabetes specialist's (cds) contact information in the event that the hcp, or the father of the user, wanted to call with questions or discuss the circumstances that led to this event.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were not reviewed by beta bionics failure investigation department as the serial number is unknown. The device history record (DHR) review was not completed as the serial number is unknown. Due to the absence of the patient's name or device serial number, further investigation into this event is not possible at this time. If the product is identified and received at a later date, the complaint will be reopened and investigated accordingly.